Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and instilling into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer stated that this morning his sensor glucose was showing 70 mg/dl and his blood glucose was showing 227 mg/dl. The customer also stated that his blood glucose was 188 mg/dl while it read 348 mg/dl. The customer stated that due to the incorrect rates, he kept receiving both high and low alerts. The customer also stated that he had no delivery issues while changing out his set. The customer was advised that sensor glucose and blood glucose meter readings will be close but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer will be sent a replacement reservoir.